Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reports right side "enlargement" and minimal fluid around the implant. Device remains implanted.

Event description:
Healthcare professional reports right side "enlargement" and minimal fluid around the implant. Device remains implanted.

Event description:
Patient reports an additional event of pain.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.